Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a blank display. The customer also received an error code of when a power failure is detected (pump error 24). It was reported that the display was returned by inserting a new battery. Troubleshooting was performed for pump errors 3, 23, 49, 68, 04,24. The insulin pump did not pass the self test. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
Pump booted up, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The pump passed the displacement accuracy test at 0.0875 inches. The pump failed the sleep current test. The pump failed the self test due to appearance of pump error 75. Pump alarmed pump error 49, pump error 68, and pump error 23 after self test, and were expected. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a pump error 4 on (B)(6) 2023 at 20:24:31.000. Pump alarmed a pump error 63 (variable #: 15) on (B)(6) 2023 at 20:24:31.000 due to a possible hardware failure. Pump alarmed a pump error 68 on (B)(6) 2023 at 20:24:33.000, pump alarmed a pump error 49 on (B)(6) 2023 at 20:25:44.000. Pump alarmed a pump error 23 on (B)(6) 2023 at 20:26:05.000. This sequence just described was expected. Pump alarmed a low battery alert on the event date of (B)(6) 2023 at 00:37:00.000 and was expected. Pump alarmed pump error 75 during testing on (B)(6) 2023 at 09:56:24.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Blank display was not confirmed during testing. Pump error 4 was confirmed as a consequence of pump error 63. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 68, 49, and 23 were confirmed during testing due to moisture damage on the internal lithium battery. Moisture damage was confirmed found on the electronic assembly, battery tube, motor, and force sensor. Pump error 75, and high sleep current measurement were confirmed during testing due to moisture damage on the electronic assembly, motor, and force sensor. Pump error 24 was not confirmed during testing or in the pump history files and traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.